Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported that an external fluid leak was observed from the bottom of two (2) effluent bags of a prismaflex st150 set during continuous renal replacement therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: two drain bags were received for evaluation. Visual inspection of the actual samples did not identify any abnormalities that could have contributed to the reported condition. Functional air leak testing was performed (2 bar pressure) and a leak was observed at the level of the drain bag sealings near the stopcocks. These components are supplied by a baxter supplier. A batch review was not conducted as the lot numbers for the bags were unknown. The reported condition was verified. The cause of the condition was determined to be related to supplier manufacturing. Should additional relevant information become available, a supplemental report will be submitted.